Manufacturer narrative:
Ocd field service investigated and found the vitros eciq incubator to be very dirty. The observation of dirt and debris in the incubator is evidence of incubator contamination that can alter the light signal produced from an assay well. The altered light signal could potentially affect the accuracy and reproducibility of assay results. The vitros eciq labelling states that weekly cleaning of the incubator by the customer is recommended by ocd to ensure that proper assay performance is maintained. The investigation also determined that the customer was not processing quality control fluids to verify the accuracy of results for any assay procedure on the vitros eciq. Ocd field service verified system precision was acceptable and the customer has agreed to review the quality control issue with their manager. The root cause of this event is user error.

Event description:
The customer observed non-reproducible vitros tsh results on a pt sample tested on a vitros eciq. Biased results of the direction and magnitude observed, could lead to inappropriate physician action. The customer did not provide info on whether erroneous results were reported or corrected report were issued. There were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).